Event description:
It was reported that a customer was experiencing issues with the urine meter drain bag tubing kinking. The tubing was kinking at the point where it connected to the meter. This issue had not been personally encountered previously; however, it was also acknowledged that not all complaints are reported directly. It was suggested that the customer check how the bags were being stored to ensure that storage conditions were not creating a ¿memory¿ in the tubing.

Manufacturer narrative:
The reported event was confirmed cause unknown. Photo sample evaluation: received 1 photo sample for evaluation. The photo shows a meter drain bag with urine filled; there was a kink in tube where it connects to drain bag. As per the photo, the reported event is confirmed cause unknown. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" incorrect assembly operation" however, there was insufficient information to confirm this potential root cause. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Corrections made to tab(s) d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a customer was experiencing issues with the urine meter drain bag tubing kinking. The tubing was kinking at the point where it connected to the meter. This issue had not been personally encountered previously; however, it was also acknowledged that not all complaints are reported directly. It was suggested that the customer check how the bags were being stored to ensure that storage conditions were not creating a ¿memory¿ in the tubing.